Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. The pump was received with partially broken off piece of the reservoir tube lip. The pump was received with faded serial number label, cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the crack is seen on the reservoir connection. The product was returned for analysis.